Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Left ventricular pace impedance steady at approximately 587 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. Pacing capture threshold in the lv (left ventricle) was high. Left ventricular capture threshold steady at approximately 0.68 volts through (B)(6) 2016, rises 6v by (B)(6) 2016.

Event description:
It was reported that the patient had exit block and high impedance possibly due to a subclavian crush. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, the interior svc (superior vena cava) defibrillation cable developed a fracture at the first rib/clavicle location while in vivo, the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, the rv (right ventricular) defibrillation coil was fractured at the 1st rib/clavicle location.